Event description:
The complainant stated that the bed experienced an unintentional movement of the hi/low up function.

Manufacturer narrative:
A f/u report will be sent once the customer discloses their investigation.